Manufacturer narrative:
Additional narrative: patient information is unknown. Additional procode: gxr. Device has not been explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon requested for the matrix system to reinsert the bone back to head. While the surgeon was screwing the bone and the plate the head of the screw come off from the tail. The surgeon tried another 4 screws and all the heads came off from the tails. They removed the system from the sterile field and used a different kit to continue the operation. The surgeon did try to remove the broken screws but he abandoned the attempt as he would have damaged the bone flap. There was no harm to the patient as the screws were being screwed into the hole on the plate on the scrub nurses trolley not in the patient¿s head. Patient status is unknown. Concomitant devices: unknown matrixneuro plate (part/lot number: unknown, quantity 1). This report is for a ti matrixneuro screw self-drilling 5mm. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.503.105.01s; lot: l789487; manufacturing site: bettlach; release to warehouse date: february 27, 2018; expiry date: february 01, 2028; part was only packed and sterilized by bettlach and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. An us DHR review for the unsterile part 04.503.105.20 with lot h413404 needs to be performed: manufacturing location: monument; manufacturing date: july 28, 2017; part: 04.503.105.20, lot: h413404 (non-sterile) - ti matrixneuro screw self- drilling 5mm. Quantity: 240. Inspection sheet- inspect dimensional final inspection met inspection acceptance criteria. Raw material part 21015, lot h275132 received from supplier relius medical, inc. Product (titanium) certification provided by relius meet specification. Raw material rework inspection meet specification. Raw material rework order request created on january 17, 2017 for lims gage visual check. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Background: four screws were received, removed from their original packaging, with three broken as reported and one intact. However, as the etching is only listed on the associated labeling and not the screws themselves, the screws could not be distinguished from one another. Thus, all four screws will be investigated together. Note: three additional screws were received in their original packaging and unopened. These concomitant devices were received without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these unopened devices. Evaluation: investigation flow: broken visual inspection: four opened screws were received; three of the screws are broken and one is intact. Intact screw: the one intact screw was received with light surface wear which would not impact function. No malfunctions were observed. The overall length of the screw measured 4.78mm which is within the specification of 4.8mm +/- 0.1 [4.7 - 4.9] per drawing. Measured using calipers ca592. This confirms that the screw is not broken. Thus, this condition is unconfirmed and does not agree with the complaint description. Therefore, no further investigation will be performed for this screw. Broken screws: the three broken screws each showed a transverse break directly below the screw head. The distal portions of each of the threads were not returned. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description and is confirmed for these three broken screws. The circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse, etc.) Impacted the complaint condition. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. 1.55mm neuro self-drilling screw, matrixneuro system during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: the overall length of the broken screws measured 1.18mm, 1.15mm, and 1.35mm which are not within the specification of 4.8mm +/- 0.1 [4.7 - 4.9] per drawing. Measured using calipers ca592. This confirms the broken condition and is due to the post manufacturing damage. Inspection of the distal threads could not be conducted due to the post manufacturing deformation at the break and that the distal threads were not received. Device history record (DHR) review and material review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material part 21015, lot h275132 received from supplier relius medical, inc. Product (titanium) certification provided by relius meet specification. Raw material rework inspection meet specification. Raw material rework order request created on 17-jan-2017 for lims gage visual check. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Patient factors, including bone density, and the surgical technique are unknown. Information regarding the recommended surgical technique is provided in the matrixneuro cranial plating system technique guide. The technique guide notes to ¿predrill in dense bone when using 5mm screws¿. Conclusion: the overall complaint condition is confirmed as three (3) of the four (4) screws are broken as reported. The condition is unconfirmed for the one intact screw. However, as it is unknown which lot the intact screw was from, conservatively, all four (4) investigations will be marked as confirmed. Based on the available information, it is not possible to determine a definitive root cause for the complaint condition. However, no design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ethnicity is unknown. Corrected data: device available for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: date was left blank in error in mwr-23072018-0000156909 and should have been reported as (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacturing location corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.